Manufacturer narrative:
No complaint was received with the return of the device. A partial lead was returned measuring 55.0 cm (insulation) / 57.9 cm (coil). Failure event observed during analysis. Final analysis found an external abrasion breaching the optim sheath due to friction to another implanted device or feature of the heart, notes at 49.3 cm to 49.5 cm, 51.1 cm to 51.2 cm and 51.4 cm to 51.5 cm from the distal tip. Silicone insulation was not breached at these regions.

Event description:
This report is to advise of an event observed during analysis.